Event description:
The recipient is reportedly experiencing redness and bleeding around the implant site. The recipient has a history of bilateral cholesteatomas. Revision surgery is scheduled.

Manufacturer narrative:
The recipient is reportedly healed and well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3 & d.6b. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's issues are reportedly not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.